Event description:
It was reported that the patient heard european siren sounds coming from the implantable cardioverter defibrillator (ICD) device. Additional information from the clinic disclosed that the patient was hospitalized at the time of the alerts. The patient received inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). Reprogramming was performed to turn off at/af therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).